Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep determined that the customer had run cine in high level fluoroscopy mode. The lock up was intended. The handswitch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system locked up. No pt injury was reported.